Manufacturer narrative:
B5: describe event or problem: section d supect device. F10: medical device code and component code. H6: adverse event problem: corrected data: initial MDR inadvertently submitted incorrect assessment and suspect device.

Event description:
High impedance was observed when v1.5 software was used on a m102 generator. System diagnostics were initially performed which caused the false high impedance to be observed. Normal mode diagnostics were performed soon after and showed high lead impedance but dcdc code 0. The impedance was likely stored from the previous system diagnostics. It was determined that the cause of this false high impedance message was a software error on m3000 v1.5.2.1 software; when system diagnostics were performed by the user with m3000 v1.5.2.1 software on m102/102r generators (normal mode output current >0 ma), normal mode diagnostics would actually be performed instead. The execution of normal diagnostics instead of system diagnostics is not apparent to the user, and the returned dcdc code was being compared against system diagnostic thresholds. No additional relevant information has been received to date.

Event description:
Programming history database periodic review was performed and identified a system diagnostic was performed and resulted in high lead impedance. The device was then programmed "off". No additional relevant information has been received to date.